Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they were charging too often and charging was taking too long. They were also having difficulty maintaining the recharger antenna over the implantable neurostimulator (ins). Repositioning the antenna did not resolve the issue. The best they had gotten was 4 to 5 coupling boxes when standing up and since they had undergone 4 back surgeries they could not stand that long. The ins being implanted was the 4th surgery. Antenna locate was used and the highest number was 74. The ins was also not holding a charge. The patient moved 4 months prior to the report. These issues started 2 to 3 weeks prior to the report and they thought that maybe because of a move and a difference in elevation it could be the reason charging was taking longer. When the patient first got the device they could put it on "at half power and 3 hours was at 100%". Now it "goes down 25% and wears 18-20 straight". The patient last charged a week prior to the report and the stimulation was off because it was too low. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.